Event description:
It was reported that the user received a low glucose alert on the ilet overnight, treated with fast-acting oral carbohydrates, and glucose returned to a normal level; troubleshooting and education were completed, and continued monitoring was advised. Symptoms included hypoglycemia. Outcomes included resolution at home without escalation. Investigation included review of system data and user-provided history. Investigation of this case revealed no device malfunction identified, with cause of the hypoglycemic episode unclear. It was concluded, based on previously established findings for similar reports, that the event was user-level hypoglycemia with cause undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.